Event description:
The device was returned to the manufacturer after being explanted due to reaching eri (elective replacement indicator). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer after being explanted due to reachng eri (elective replacement indicator). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 4574 implantable pacing lead 2008 (B)(6); 4194 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : (B)(4) the device was returned, analyzed, and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Data from the device was also collected and analyzed. Analysis of the data revealed that there was a low battery voltage alert. Time of recommended replacement time (rrt) in the save to disk was on (B)(6) 2012. The device rrt was less than or equal to 2.62 volts. The weekly battery voltage trend data shows min battery equaling 2.64 to 2.62 volts between (B)(6) 2012.